Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. It was also stated that the patient was having issues charging the ipg. The patient underwent an ipg replacement procedure and was doing well with good coverage postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.